Manufacturer narrative:
A2: unk. A4: unk. A5: unk. A6: unk. B3: unk. D4: expiration date unk. D6a: unk. D6b: unk. H4: unk. Claim # (B)(4).

Event description:
The patient reported had an icl implantable collamer lens, implanted in their left eye (os). They reported feeling uncomfortable due to feeling as if they were wearing a contact lens or of a foreign body sensation. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional data: b2: outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage b5: patient is using eye drops as prescribed by their doctor. . H6: health effect - impact code (f): additional medications: 4644 - eye drops corrected data: b1: adverse event h1: serious injury h6: medical device problem code (a): 2993. (B)(4).